Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour.

Manufacturer narrative:
The device was received fully deployed. The needle mechanism and drive mechanism were inspected and no damages or abnormalities were observed that could cause the needle to not deploy. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Therefore, the exact cause of the needle not deploying could not be determined. The downloaded data shows the device completed first and second priming sequences before it was deactivated. Timeouts were observed in the device data as well as drive stalls. Thus, the device was reset and paired with a master pdm to deliver a 5u bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The exact cause of the timeouts and drive stall could not be determined.